Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'failed flow and volume 5 times' was reproduced as an overinfusion. The device was tested for flow accuracy and overdelivered with an error percentage of 6.41%. A review of the history log revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing. The infusion ran to completion without interruption. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate was out of adjustment. Pressure plate requires adjustment to address this issue. An overinfusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow and volume 5 times during testing in the biomedical service department. There was no patient involvement. No additional information is available.